Manufacturer narrative:
Investigation summary bd received seven photos for investigation. The evaluation of the returned photos indicated a deformed wing and a molding defect. Additionally, ten retained samples were visually inspected, and no deformed wings or molding defects were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: disfigured product/component and molded part has defects. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using one bd vacutainer® ultratouch¿ push button blood collection set, the customer noticed the deformation on the wing. There was no health impact or consequence reported.

Event description:
It was reported that while using one bd vacutainer® ultratouch¿ push button blood collection set, the customer noticed the deformation on the wing. There was no health impact or consequence reported.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). D.2b medical device type: one additional code applies; jka a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.